Event description:
It was reported that the spinal needle was not compatible with the luerlock syringe, resulting in leaking at the syringe hub. This resulted in chemotherapy exposure to staff and inaccurate doses of intrathecal chemotherapy. The operator of the device was a health professional. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.